Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It is reported that the product was not used on a patient, and there were no reports of a patient being harmed as a result of this malfunction. A call was placed with (B)(6), original complainant, on (B)(6) 2013 who was not available at time of contact. (B)(6). Another contact, (B)(6) - clinical person for the floor, was also paged on (B)(6) 2013 at same number as above, (B)(6), and rec'd no response to date. An investigation request was sent to the manufacturer on (B)(4) 2013. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Info rec'd via complaint form is stated as follows: "unable to deflate balloon x 3 devices".